Event description:
It was reported that the patient experienced persistent diaphragmatic stimulation in bipolar and tip to coil configuration. The lead exhibited capture anomaly due to dislodgement.

Manufacturer narrative:
No medwatch form was received.